Manufacturer narrative:
Reference MFR report #2916596-2016-01014 for the report of the patient¿s previous pump exchange due to suspected thrombus. (B)(4). Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was admitted on (B)(6) 2016 with a lactate dehydrogenase (ldh) of 1815 u/l and hematuria. No abnormal pump parameters were reported. The patient¿s ldh continued to rise to the 2400s u/l. Plasma free hemoglobin was 80 g/dl. It was reported that on (B)(6) 2016 the patient received a heart transplant, and had been elevated on the transplant list due to hemolysis. The patient was listed as status 1a on the transplant list due to hemolysis.

Manufacturer narrative:
Evaluation of the explanted pump confirmed the presence of thrombus. The pump was returned assembled with the driveline severed approximately 7 inches from the pump housing. The remainder of the driveline was not returned. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a large denatured thrombus formation adhered to the inlet bearing ball and inlet section of the rotor. Areas of the formation appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. Similar depositions were found on the body of the rotor. The depositions were not adhered to any surface. The lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump cannot be conclusively determined, the larger outlet stator deposition showed areas of denaturation which is an indication that it was present in the pump while it was operating; however, the lack of circumferential contact marks on the outlet bearing cup, indicate that the deposition was not present in the outlet stator for an extended amount of time. The thrombus formations found in the pump could have contributed to the reported elevation in ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombosis and hemolysis as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.